Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a white display showing dark vertical likes and horizontal movement was confirmed by baxter personnel during product evaluation. The root cause was assigned to damage in the display. The display will be replaced to correct the condition. This involved a colleague version 1.7 infusion pump with an user interface module software version of 7.22.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a display that is all white with dark vertical lines and horizontal movement after the battery was charged. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.